Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event the image of the optics is green or red, normal coloration cannot be seen was cause due to video cable was broken. The most probable cause of the complaint was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the laparoscope, gynecologic had an image in which the optics appeared green or red, and normal coloration could not be seen. There were no reports of patient harm.